Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400s (pc400s). During the procedure, the physician felt resistance and was unable to advance a pc400 through the tip of a px slim delivery microcatheter (px slim). The physician attempted to retract and remove the pc400, however, the physician felt resistance and the pc400 then unintentionally detached within the px slim. The physician therefore removed the px slim with the pc400 inside. The procedure was completed using the same px slim and new pc400s. There was no report of an adverse effect to the patient.